Manufacturer narrative:
As returned, the bullet tip guide wire is seized in the cannulation of the humeral nail. The wire was not able to be pulled through. Dimensional analysis concluded that the device meets all print specifications where measured. Review of the device history records indicate the devices were manufactured to specifications. This device is used for treatment. The guide wire used was not designed to pass through the nail. The outer diameter of the ball tip and the inner diameter of the nail used would have a potential interference per the tolerances defined on the product prints. The surgical technique states ¿if using a ball-tip guide wire that does not have a gold coated end or if using a nail less than 10mm: when the reaming is complete and the final measurements are made, insert the plastic exchange tube over the ball-tip guide wire. Remove the ball-tip guide wire and insert the 2.4mm humeral smooth guide wire.¿ the guide wire returned seized in the nail did not have a gold coated end. The most likely root cause of the guide wire seized in the nail was that the ball tipped guide wire was not exchanged for a smooth guide wire prior to the insertion of the nail.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #0022550260, humeral bullet tip guide wire, lot #63175308 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a bullet tip guide wire would not pull through the humeral nail during a trauma surgery. The humeral nail was removed and the procedure was completed with a different implant.